Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have received no delivery alarms. The customer's blood glucose level at the time of incident was 439mg/dl. The customer states they were unable to treat until the no reservoir was resolved. Troubleshoot was conducted. The customer was advised the alarm was caused by reservoir connection. The customer was advised to change set and reservoir. The customer is being sent replacements.